Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. It was reported that the logs captured five sessions on the issue reported date. As per the shared logs, the first two sessions captured the task transition until the navigation task using the imaging system registration method, whereas the rest of the three sessions lasted for no more than 4 minutes, where the user made transitions until the acquireoarmscans, but no images were transferred. According to the case details, the system displayed a message that it was exiting the software and became unresponsive. In accordance with the mentioned scenario, the logs captured a system crash and a core file in the spine application, which indicated heap corruption in libndispectra while parsing a polaris tx reply (txresponseexpacket::parserawstringdata). Codes b01, c10, d18 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9733686, software: 2.1.0 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: repl kit 9735672 cmos battery software 9733686 s7 synergy spine h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during surgery while in navigation, the system displayed a message that it was exiting software and became unresponsive. The representative rebooted system and was able to proceed with case. Later during the same surgery, the system displayed no signal on the display while in navigation. The representative rebooted system again and completed case without further issue. There was no reported delay and no reported impact to patient outcome.